Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient¿s left eye due to residual refractive error. The incision was enlarged. There was no patient injury such as a capsule tear. The replacement lens is a different jnj model, dib00 17.0 diopter. The patient is doing well. No further information was provided.

Manufacturer narrative:
Section a3b, gender: customer said it's not available. Section a4, a5, a6 patient information: unknown/not provided. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: may 28, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: the lens was inspected under magnification. The complaint lens was received cut in half and stuck to gauze. The lens was removed, cleaned, and presented with cosmetic damage to the optic body. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.